Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was kept dying. The customer¿s blood glucose was 135 mg/dl. The customer stated that they got new batt cap and the insulin pump was still keeps turning off on her. There was missing pieces from the front face of insulin pump. The troubleshooting was performed for the damage. The customer declined the troubleshooting for the battery issues due to the insulin pump was getting replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with missing display window/cover. Device power up properly after battery installation. Device passed active current measurement, self test, and displacement test. Power connector plug in and locked in place properly, however device received with high sleep current and unexpected battery power loss. Problem isolated to electrical board.